Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. Unit was received with the lock having both rotational and lateral movement; in addition to residue buildup is present. New components were added to replace worn internal parts. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure. General maintenance and cleaning required.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the swivel base not locking.